Manufacturer narrative:
Whether there was deviation from IFU (instructions for use) in reprocessing steps for the area foreign material remains unknown due to three unsuccessful attempts to obtain the related information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air air/water cylinder, air/water channel, and auxiliary water channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Whether there was deviation from IFU (instructions for use) in reprocessing steps for the area foreign material remains unknown due to three unsuccessful attempts to obtain the related information. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of foreign material in the air air/water cylinder, air/water channel, and auxiliary water channel could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: - IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. - IFU states the preventative measures in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope had a broken body control unit rubber. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: air or water cylinder had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed the air/water-cylinder had foreign objects. Additional evaluation findings: the flexibility adjustment ring, grip, right/left knob, suction connector, scope connector cover and connecting tube had a scratch, air/water-cylinder and suction cylinder had no color, flare occurred due to adhesive peeling around the objective lens, bending angle in up direction does not meet the standard value due to wear of the angle wire, adhesive on bending section cover was detached, and protector of universal cord on suction connector side had a crack. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.